Manufacturer narrative:
Event date reported as ¿(B)(6) 2018¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked after filling. The bags were observed leaking at the left corner of the bag. The leak was found prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.